Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. An investigation of the device manufacturing records was conducted and verified that there were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted. Clinical review: clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported ascites event. It is unknown when the ascites developed and if the patient was actively completing pd therapy at the time of the event. There is no documentation to show a causal relationship between the ascites and the liberty cycler. Additionally, there is no reported device malfunction or deficiency against the liberty cycler. Research has shown that dialysis can be linked to ascites. Although a direct causal relationship could not be confirmed, a temporal relationship between continuous cycle peritoneal dialysis ccpd therapy with the liberty select cycler and the patient¿s ascites remains. Should additional new information be made available this clinical investigation will be reevaluated.

Event description:
This is a report of a patient who experienced ascites coincident with peritoneal dialysis (pd) therapy. A peritoneal dialysis registered nurse (pdrn) reported that the patient was hospitalized and diagnosed with ascites. The cause of ascites was unknown. The hospital course was unknown. The patient was discharged three days later. The patient continued pd therapy. Should additional information become available, the file will be reassessed and updated accordingly.